Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; descending thoracic aortic aneurysm rupture treated with thoracic endovascular aortic repair in a patient with peripheral artery disease ovidiu stiru, roxana carmen geana, platon pavel, marian croitoru, cristian boros, ion iovu, v. A. Iliescu, the heart surgery forum 2018; 21 (2) doi: 10.1532/hsf.1895. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 78mm diameter x 68 mm long thoracic aortic aneurysm rupture on an unknown date. Severe calcification was reported on both iliac arteries and the remaining circulated lumen of both iliac arteries were found to be less than 2 to 3mm on cta. Surgical access to the right femoral artery was performed under general anesthesia and an 8 fr sheath was placed in the artery under direct vision. The contralateral femoral artery was used for angiographic control. A control arteriography showed severe calcification of both iliac arteries and a dissection of the right internal iliac artery most likely due to primary insertion of the guideline. Both iliac arteries were ballooned with very good results reported on the left iliac artery and partial stabilization of the dissection on the right iliac artery. This allowed the endovascular procedure to continue. Total exclusion of the aneurysm was reported with correct positioning of the stent graft and no endoleaks. Prior to extubating the patient a chest tube was inserted to evacuate 1000 ml of blood from the left thorax cavity. After 24 hours the patient presented with right inferior limb ischemia. The possibility the limb ischemia was due to the progression of the residual dissection on the right iliac artery was considered, and emergency surgery was carried out. A thromboembolectomy was performed in order to eliminate any possible migrated clots from the tevar procedure. No thrombotic or embolic material from the iliac or the femoral artery was extracted, but the arterial anterograde blood flow was considered as inadequate so an extra-anatomic axillofemoral bypass was carried out. The postoperative progress of the patient was clinically uneventful, and the patient was discharged from the hospital on the ninth day after the tevar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.